Event description:
The device was returned to the manufacturer due to a field advisory and for testing and calibration. It was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lead flex cover was also noted to be contaminated, two side bails and the ring were missing, and the upper/lower cases, two side bail covers, ring cover, and battery drawer were broken.